Manufacturer narrative:
No consequences or impact to pt. Battery charger, defective. Evaluation is in progress, but no conclusions have been drawn.

Event description:
During use for cardiopulmonary bypass surgery, a warning indicator light was illuminated, indicating that the backup batteries were not being charged as expected. There was no reported adverse consequence to the patient as a result of this event.